Manufacturer narrative:
Updated d9, g3. Corrected h6: updated health effect - impact code to f2301. Code f26 was inadvertently entered and should be removed. Added medical device problem code a150101. Added type of investigation code b17. Updated investigation findings code to c24, code c21 is no longer applicable. Updated investigation conclusions code to d15 and d12, code d16 is no longer applicable. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. The available information given to gore suggest that the initial deployment line could have broken. The device was requested but not returned to gore, therefore, no engineering investigation could be performed and confirm any breakage. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. The gore® tag® conformable thoracic stent graft instructions for use (IFU) states the following: "complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: access, delivery and deployment events (e.g. Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty)".

Event description:
It was reported to gore, that a 74 year old patient was treated urgently with a gore® tag® conformable thoracic stent graft with active control system on (B)(6) 2025, due to aortic dissection. During deployment of the endoprosthesis, the delivery system broke. The device was deemed unusable and another device was used instead. The physically reported that there is a risk of aortic tear during device removal. However, postoperative transesophageal ultrasound indicates good biventricular function and no aortic leak. No other patient consequences were reported.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: b14 - a review of the manufacturing records is ongoing. An engineering evaluation of the device is planned if/when returned. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated d9, g3, h1-3. Corrected h6: added type of investigation code b01, code b17 is no longer applicable. The gore® tag® conformable thoracic stent graft with active control system (cmds) device evaluation showed the following: the fully deployed stent graft was returned attached to the catheter which is unexpected for a device used in an endovascular procedure. The event description did not report whether the device was used per IFU instructions and indications or deployed on the back table without physiological conditions. The event description reports ¿during deployment of the endoprosthesis, the delivery system broke¿ and does not specify which deployment mechanism failed. The primary and secondary deployment handles and their respective deployment lines were returned for evaluation. Based on the length of the deployment lines that remained connected to the deployment handles, there was no indication of an issue with the deployment lines. No abnormalities were observed on the primary and secondary sleeves. The lockwire and ferrule were returned separated from the lockwire connector and lockwire handle. As manufactured by gore, the ferrule is glued within the connector, and the lockwire connector is glued onto the lockwire handle. The device evaluation showed evidence of glue on the lockwire connector and handle. The lockwire connector remained attached to the lockwire handle. The lockwire was returned properly routed through the catheter transition, skives, stent graft, and olive. The lockwire was present in the white handle body and was visible in the back up access hatch. The lockwire was returned curled in the white handle body. The ferrule remained attached to the lockwire. As a part of the device evaluation, the device was tracked over a guidewire, and the lockwire was able to be removed without resistance. No abnormalities were observed with the lockwire. The angulation handle and angulation connector were returned separated from the white handle body for evaluation. The angulation fibers and angulation connector remain attached to the angulation handle. The angulation fibers remain properly routed through the catheter transition, lockwire and stent graft. The angulation fibers were present in the white handle body and were visible in the back up access hatch. Based on the evaluation, the reported difficulty and inability to deploy could not be confirmed. The cause for the reported difficulty and inability to deploy could not be confirmed. Based on the event description and device evaluation, no manufacturing deficiencies were identified, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.